Event description:
It was reported by the surgeon in his e-mail to our sales rep, about a broken long gamma nail. The nail was implanted in july after the patient had fallen and suffered from a femur fracture. According to the surgeon, full weight bearing after 3 months, healing process without problems, now the breakage of the nail without additional trauma.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.